Event description:
It was reported that the patient suffered a cardiac perforation due to this right ventricular (rv) lead approximately one week after it was implanted, with the patient suffering a pericardial effusion as a result. The perforation was confirmed by fluoroscopy, x-ray imaging and ultrasound. This lead was subsequently explanted, with the system reprogrammed for therapy delivery. No additional patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient suffered a cardiac perforation due to this right ventricular (rv) lead approximately one week after it was implanted, with the patient suffering a pericardial effusion as a result. The perforation was confirmed by fluoroscopy, x-ray imaging and ultrasound. This lead was subsequently explanted, with the system reprogrammed for therapy delivery. The device has been returned and was analyzed. No additional patient effects were reported.